Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). After an innova¿ stent was implanted, a 5.0mmx100mmx150cm sterling¿ balloon catheter was advanced for post dilatation. However, upon the third inflation at 10 atmospheres for 90 seconds, the balloon ruptured. The balloon was removed completely from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The balloon was loosely folded with blood in the balloon and inflation lumen. Microscopic inspection revealed a pinhole in the balloon material, 57mm distal of the proximal markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Review of the product specification was done and there is no indication that the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4) .

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). After an innova¿ stent was implanted, a 5.0mmx100mmx150cm sterling¿ balloon catheter was advanced for post dilatation. However, upon the third inflation at 10 atmospheres for 90 seconds, the balloon ruptured. The balloon was removed completely from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.